Event description:
Following a laparoscopic anti-reflux procedure, a pt elected to have the linx device explanted. The pt was scheduled for an MRI at settings incompatible with the linx mr conditional labeling and therefore proceeded with linx device explant. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure and linx device implantation occured (B)(6) 2013 without issue. Pt was satisfied with linx results previous to device explant. Uneventful device explant on (B)(6) 2015. Pt in satisfactory condition after explant.